Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
The tip of the guide falls before starting the procedure. No patient complications reported. The patient condition is reported to be stable. Additional information: the tip fractured initiating the introduction into the catheter. The tip was fractured in two parts.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one hydro gw std an 260-035; returned loaded within the partial (less the j-straightener attachment) dispenser assembly, accompanied by the detached polymer segment within a specimen vial and double-bagged within "zip-lock" style poly biohazard pouches. Examination of the dispenser assembly does not reveal any visual indication of prior hydration. After flushing the dispenser assembly with saline, the specimen wire was easily removed and subjected to visual and tactile examination. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents a ductile, tensile overload shear fracture of the polymer jacket material 6.75mm from the distal tip. Microscopically the specimen coating appears to be normal and unremarkable. Except where noted, the specimen device appears visually and dimensionally correct. The damage presented by the specimen appears consistent with attempting to remove the specimen from the dispenser assembly without first using enough solution to fill the dispenser coil to activate the hydrophilic coating. As indicated in the preparations for use section of the device instructions for use, "the surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile heparinized saline solution into the luer lock hub end of the dispenser using a syringe. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire surface and activate the hydrophilic coating. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire's tip. If the zipwire hydrophilic guide wire cannot easily be removed from its dispenser, inject more saline into the dispenser and then try again." Based on the evidence presented by the sample and the information provided by the supporting documentation, handling and procedural factors appear to have impacted on the event as reported.